Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) states that the seat broke on one side and her husband was not injured. She states that the hinge is what broke.